Manufacturer narrative:
(B)(4) - 1430it - MFR. Date: 12/18/2015, (B)(4). (B)(4) - 1650de - MFR. Date: 10/31/2014 - exp. Date: 10/31/2015, (B)(4). Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that per the logs, 3 controller power-ups and associated pump start events have been logged on controller since (B)(6) 2016. The controller power-up events were logged at the following times: on (B)(6). Per the logs, one power source in these two events were connected to an ac adapter. The ac adaptor was replaced. There was no consequence to the patient.

Manufacturer narrative:
It should be clarified that the patient reported the occurrence multiple power ups with the last event occurring on the morning of (B)(6) 2016. Log file analysis then confirmed that there were three controller power-up events and associated pump starts indicating a loss of power to the controller. Log files revealed that two out of the three double power disconnections had battery ((B)(4)) connected prior to the event. The other power source in these two events were connected to an ac adapter. The controller and ac adapter were returned for evaluation. The battery, (B)(4) was not returned after several attempts were made. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event of several controller power up events were confirmed via controller log file analysis ((B)(4)). Analysis of the event files revealed controller power-ups events on (B)(6) 2016 at 11:39:32; then on (B)(6) at 06:52:35; on (B)(6) at 17:36:16 and on (B)(6) at 00:45:30. A possible root cause of these events can be attributed to a double disconnection of power sources from the controller. Analysis of the controller revealed that the unit passed visual inspection but failed functional testing. The controller was able to power up but was unable to run a pump. Supplemental testing revealed that the internal nickel-metal hydride battery was leaking. This leakage was found throughout the power board. A component was found contaminated with the leaked electrolyte, affecting the 5 volt supply that is utilized throughout the power board. This finding likely affected the ability of the controller to adequately run a pump. This observation is likely not related to the event since the patient was still able to use the controller to run the pump. The manufacturer has opened an internal investigation for failures in the "no power" alarm related to the internal nimh battery. Analysis of the controller ac adapter revealed that the unit met specifications; the controller ac adapter passed visual and functional testing. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to the manufacturer. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (Battery - (B)(4)). Method: actual device not evaluated. No testing methods performed. Analysis of data log(s). Result: no results available since no evaluation performed. Conclusion: device not returned. (Controller ac adapter - (B)(4)). Method: actual device not evaluated. Result: no results available since no evaluation performed. Conclusion: device not returned.

Manufacturer narrative:
Additional system component being reported for this event: (B)(4). D10: yes, 2017-11-09 h3: yes h5: no h6: FDA method code(s): 10, 23, 38, 3372 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 71 the returned battery passed external visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
FDA codes (controller ac adapter - (B)(4). FDA method code: 10 FDA result code: 213 FDA conclusion code:67 product event summary: the controller (B)(4), one controller ac adapter (B)(4), and one battery (B)(4) were returned for evaluation. A review of the controller¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event of several controller power up events were confirmed via controller log file analysis. Analysis of the event files revealed controller power-ups events on (B)(6), 2016 at 11:39:32; then on (B)(6) at 06:52:35; on (B)(6) at 17:36:16 and on (B)(6) at 00:45:30. Failure analysis of the battery and the controller ac adapter revealed that both units passed visual inspection and functional testing. Failure analysis of the controller revealed that the unit passed visual inspection; however, functional testing revealed that the controller was able to power up but was unable to run a pump. Supplemental testing revealed that the internal nickel¿metal hydride battery was leaking. This leakage was found throughout the power board. A component was found contaminated with the leaked electrolyte, affecting the 5 volt supply that is utilized throughout the power board. This finding likely affected the ability of the controller to adequately run a pump. This observation is likely not related to the event since the patient was still able to use the controller to run the pump. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources from the controller. An internal investigation was initiated to capture events involving the controller losing power. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.